Event description:
During follow up performed on (B)(6) 2013 (less than (B)(6) after implantation), slow heart rate was observed on ECG. Real time test showed some noise events on both ventricular and atrial egms. Pacing inhibition was observed as a result of this oversensing. The sensing polarity was programmed from bipolar to unipolar setting, which apparently solved the sensing issue. Preliminary analysis suggested a lead or lead connection issue. Recommendations were provided accordingly. It should be noted that the lead was a vdd lead implanted in 2004.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.